Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead exhibited loss of sensing and loss of capture. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).